Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use lists the deployment sequence for the device. Deploy the foot by lifting the lever on the top of the handle. Gently pull the device back to position the foot against the arterial wall. Deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, after insertion of the proglide, when the lever was opened, the needle plunger was unintentionally pushed slightly. An attempt was made to close the lever, but it could not be closed. Manipulation of the proglide was continued and the needle plunger was deployed and removed. When the needle plunger was removed, there was no suture present (cuff miss occurred). The lever was closed and the foot was retracted. The proglide device was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.